Manufacturer narrative:
Internal file number - (B)(4). Correction: lot number updated from 80919u113 to 81015u256. Evaluation summary: all available information was investigated and the reported gripper actuation issue was confirmed. The gripper line was observed to be broken. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported inability to raise the grippers appears to be related to the gripper line break; however, the investigation was unable to determine a definitive cause for the gripper line break. A definitive cause for the reported difficult grasping could not be determined in this case. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed medwatch report, additional information received noted the device with the gripper actuation issue is actually lot 81015u256 and the first device used with the slda is lot 80913u113. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two clip delivery systems (81015u256, 80918u337) referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The xtr clip delivery system (cds 81015u256) was advanced to the mitral valve and grasping performed at the a2/p2 location. The clip was closed with a good mr reduction; however, after a short time, the mr worsened. The clip appeared to be detached from the posterior. The clip was re-opened and grasping was attempted at a central position, but the mr seemed to be higher than at the start of the procedure. The clip was deployed at a more medial position. The second xtr cds (80913u113) was advanced and grasping was difficult. It was then noted that the grippers could not be raised. The cds was removed and replaced. A new ntr cds (lot 80918u377) was advanced and grasping attempted; however, the grasp was insufficient and it was found that the posterior leaflet had been torn in the a2/p2 location. The clip was deployed at a1/2-p1/2, but the mr was unchanged. It was observed that the posterior leaflet was torn in a medial/lateral direction of a2/p2; therefore, there was no possibility to grasp the posterior leaflet. The patient became hypotensive; therefore, an attempt was made to place an impella device, but the arteries in the groin were too calcified. The patient was transferred to another hospital for emergency heart surgery. During surgery it was found that the posterior leaflet was torn and there was a rupture and internal bleeding of the posterior mitral annulus caused by the pulling force of the xtr. The clips were explanted during the surgery. The patient is stable at this time. No additional information was provided.